Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for troponin on a cobas e 411 immunoassay analyzer (e411). The erroneous results were reported outside of the laboratory. Roche markets the following four troponin assays: the elecsys troponin I immunoassay, the elecsys troponin I stat immunoassay, the elecsys troponin t assay, and the elecsys troponin t stat assay. It was asked, but it is not known which specific reagent was used. The first sample initially resulted as 48 ng/ml. The sample was repeated twice, resulting as 74 ng/ml and 48 ng/ml. The second sample initially resulted as 23 ng/ml and repeated as 15 ng/ml. No adverse events were alleged to have occurred with the patients. The troponin reagent lot number and expiration date were asked for, but not provided. Preventive maintenance for the analyzer was determined to be overdue.

Manufacturer narrative:
The field service engineer performed preventive maintenance on the analyzer. Quality controls were run and these were within specifications. The customer has not had any additional issues since these actions. The investigation was unable to find a definitive root cause.